Manufacturer narrative:
The devices associated with this complaint were not returned for evaluation. Review of the device history records and/or lot specific complaint database search was not possible as the lot codes required were not provided. Provided information states the products have become dull due to normal usage. A two-year search of the complaint database found additional reports for dullness that were attributed to heavy usage. The investigation could not verify or identify and product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). Followup with the complainant has been conducted for the lot number, and the information is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Grater heads are dull due to normal usage.